Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his son (the patient) and reported a low blood glucose (bg) event. The reporter indicated that on an unspecified date/time during the week of (B)(6) 2012, the patient suffered a bg level of "35 mg/dl" while he was in gym class. The reporter attributed the low bg episode to increased activity that day. The patient was treated by his father with juice. The patient's bg rose to "97 mg/dl" after receiving the juice. The patient informed the reporter that he felt funny during the low bg event. No specific symptoms were reported. The reporter mentioned that the patient tends to have lows when a new cartridge. The reporter was working with the patient's health care provider (hcp) to evaluate the insulin potency. Since the low bg episode, the reporter indicated that they were now bolusing for the meal pre set change and just letting the basal run and giving extra protein with the meal. He stated that since then, the patient's bg's had been normal in the "80-120 mg/dl" range. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg episode suggestive of severe hypoglycemia. However, at this time it is uncertain if the pump, use-error, and/or other factors contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.